Event description:
It was reported that the patient underwent a coronary artery bypass graft (CABG) procedure on an unknown date in 2024 and suture was used. The suture broke off from the swage after first bite of cardiac tissue during CABG proximal anastomoses. There was no patient consequence. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * it was reported "suture broke off from swage after 1st bite of cardiac tissue during CABG proximal anastomoses." Please clarify: - did the suture thread break? - did the needle break? - did the suture separate (pull off) from the thread? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h6 component code: g07002 - no device problem found corrected h6 - medical device problem code additional information was requested, and the following was obtained: answer based on complaint verbatim provided by sales rep and complaint device received: - did the suture thread break? - no - did the needle break? - no - did the suture separate (pull off) from the thread? - no note: the suture detached from the swage. Investigation summary==> the product was returned to ethicon for evaluation. Five representative unopened samples and one paper lid that pertain to product code ep8706h were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.